Event description:
On (B)(6) 2013, the reporter contacted animas alleging blood glucose levels as low as 35 mg/dl with no signs or symptoms. The reporter indicated being able to treat the low blood glucose levels with oral carbohydrate and blood glucose levels resolved to 97 mg/dl. The reporter requested assistance to review the pump basal rates; the reporter indicated changing the basal rate for 12am and indicated that since the adjustment was experiencing low blood glucose levels in the am. The reporter was walked through reviewing the pump basal rates and the reporter indicated making changes to the current basal rate. The reporter was advised to follow up with a health care professional regarding the basal rates. This report is made based on the allegation that the patient experienced hypoglycaemia which may have been caused or contributed to by making adjustments to the pump basal rates without assistance of a health care professional.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/25/2015 with the following findings: the black box data began on (B)(6) 2015. The data from the time of the alleged incident is unavailable for review due to continued pump use. A review of the available pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.